Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that customer primes the perfusor line with catecholamines and connects to the bd 3-way stopcock. The perfusor line disconnects from the bd connecta hub again when wet and the medication is not infused into the patient when did the incident occur? During use short description perfusor line from b.braun detaches from bd connecta hub.